Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun

Event description:
It was reported that there was a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
The affected part is no longer available for replacement. The customer will replace the unit. H3 other text : the affected part is no longer available for replacement. The customer will replace the unit.